Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown left ventricular (lv) lead exhibited high threshold measurements and did not pace when the non boston scientific right ventricular (rv) lead lost capture. Reprogramming was performed to the lv lead and later therapy turned off and replaced with a different lead. No additional adverse patient effects were reported.